Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed low defibrillation lead impedance on the right ventricular lead, a competitor¿s lead. The physician suspected that the implantable cardioverter defibrillator was also related to the impedance issue and elected to explant and replace the device. During the replacement procedure, the physician encountered a set screw anomaly with the device. The device was replaced and patient was stable post procedure.

Manufacturer narrative:
The reported field event of high impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.